Event description:
0.9% normal saline IV fluid tubing was connected to the tubing for another IV tubing at a y-site needless access port. The patient woke and complained of the bed feeling wet. The nurse assessed the tubing and found the 0.9% ns IV tubing's male leuer lock core had snapped off inside the primary IV fluid's tubing y-site port. Fluid was dripping from the snapped tubing and the primary tubing with the leuer lock core stuck in the y-site port. Tubing was removed and changed.